Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The exact location of the aortic dissection is unknown. According to the thv training manuals, risk factors for acute aortic rupture/dissection (ascending aortic/annulus) in the tavr procedure include significant valve over sizing (i.e. >4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the stroke is unknown. However, a combination of patient factors, including the patient¿s advanced age, female gender, morbid obesity, severe native valve calcification and history of diabetes could have contributed to the event. The timing, location, and cause of the aortic dissection is also unknown, however, the severe calcification in combination with the procedure itself could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post transfemoral tavr procedure, the patient was reported to have an ischemic stroke and an aortic dissection. On post operative day (pod) 1, the patient did not wake up and was unable to be extubated. A CT was performed and showed a small acute ischemic focus in the right cerebellum without hemorrhage or mass effect, and possible acute ischemic change in lateral superior left frontal lobe. An MRI was performed, and revealed extensive areas of ischemic change within the cerebellum bilaterally. On pod3, a transthoracic echocardiogram (tte) revealed that the patient had an aortic dissection. After a family meeting with the physician, the decision was made to transition to comfort care and terminal extubation. The patient expired pod 4. The initial valve placement procedure went very well and without issue. The patient had severe native valve/leaflet calcification.

Manufacturer narrative:
Tee images were submitted to edwards for review. The following observations and impressions were made by an edwards physician proctor: observations/impression: observations: tee day of implant; severe aortic valve calcification, mild aortic root calcification; no images of valve deployment; post deployment the valve appears to be in good position; in short axis view, all 3 leaflets are noted to be working/ moving; there is no evidence of dissection in the images provided; there are no images of the pericardium post valve deployment tee 3 days post tavr; pericardial effusion seen; dissection seen above the right coronary artery, coming from the right coronary sinus impressions: anatomical and procedural factors that can contribute to aortic rupture include severely calcified aortic root, obliterated sinuses of valsalva and significant valve oversizing; however, in this case, none of these factors were present. Due to the location of the dissection, it is possible that during crossing of the native valve, the delivery system dissected the right coronary sinus; however, this cannot be confirmed with the images provided. There are no images from the implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.